Event description:
It was reported that patient underwent primary knee surgery on (B)(6), 2012. Revision procedure was performed on (B)(6), 2012 due to loosening. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.this is 1 of 2 mdrs submitted for the same event. (See 3002806535-2012-00319/320).